Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 7.0 cm in diameter abdominal aortic aneurysm. The proximal aorta was 24-25-26-29 mm in diameter and 12 mm in length. The infra-renal angle was 75-80 degrees. The iliac arteries were tortuous with minor calcification. It was reported that on the final angiogram, a type I endoleak was discovered. The proximal end was ballooned with a reliant balloon and then 2 cuffs from another manufacturer were attempted to be placed, but this was unsuccessful, the cuffs were not implanted in the patient. The physician plans to do an open surgical repair to place a band to seal the endoleak on a future date. After the procedure, the patient was stable and in good condition. The cause of the endoleak was due to the neck angulation. No additional clinical sequelae were reported and the patient is fine. A review of pre-implant 3d images confirmed a highly angulated neck which likely contributed to the endoleak.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; highly angulated neck), unapproved use of device (neck angulation of 75-80 degrees). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; highly angulated neck), device failure related to user handling (neck angulation of 75-80 degrees).